Manufacturer narrative:
The hospital biomed replaced the compact flash card. No report of patient involvement.

Event description:
The hospital reported that, while testing an electronic medical record connection, the unit had a system failure. There was no reported patient involvement.